Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 30 mg/dl. The customer reported hypoglycemia was treated with glucose/carb intake and ems dispatched. Also, customer reported loss of communication between pump and transmitter, also there was a discrepancy between sensor glucose and blood glucose values. The event involved product(s) unk_reservoir, unomedical, mmt-1884 and mmt-7040a. Troubleshooting was performed for low bgs/over delivery. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. It was unknown whether the auto mode feature was active at the time of the event. Troubleshooting was performed for sensor signal not found/cannot find sensor signal/lost sensor/loss of communication. Customer reported issue was resolved by inserting a new sensor. Troubleshooting was performed for sg vs. Bg guardian sensor 3/guardian 4 sensor. The sensor glucose (sg) value from the reported event was 189 mg/dl and the blood glucose (bg) value from the reported event was 98 mg/dl and the difference was not within the range. No further patient complications were reported. No product return is required for unk_reservoir, unomedical, mmt-1884 and mmt-7040a.